Event description:
Pt status post lcp plate and screw with cancellous bone graft implanted on (B)(6) 2012. A post op exam and x-rays showed the plate and screws pulled out. Surgeon reported pt was non-compliant and was returned to the operating room on (B)(6) 2012 for an orif of the clavicle. Surgeon removed all hardware and revised the pt with a new plate and longer screws to achieve better fixation. This is 2 of 9 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.